Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a concomitant mitraclip and triclip procedure. A triclip steerable guide catheter (tsgc) was used off-label to deliver mitraclips to the mitral valve. During device preparation, the first mitraclip could not open to invert the clip after performing establish final arm angle (efaa). Troubleshooting was performed, such as; locking, unlocking, and cycling the grippers, and the clip was able to be opened. Efaa was repeated and the clip could not open. The clip was replaced. The device never entered into the anatomy. The replacement mitraclip [40214a1029] was entered into the tsgc, which was not substantially straightened. The clip exited into the left atrium, and one of the grippers (anterior gripper) could not lower while actuating independently during gripper orientation. Troubleshooting was performed, such as; locking and unlocking, cycling the grippers independently and together. The gripper did not lower. The clip was removed and replaced. One clip was implanted, and the procedure was successful. The mr grade was reduced from grade 4 to 1. There were no adverse patient effects and no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.